Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference. Correction: complaint description updated to include high results as stated by patient in the report. Initial MDR description inadvertently did not capture that information.

Event description:
Customer complaint was received stating that e-5 error message and a high result was displayed on the device. Based on the customer having to seek medical attention, due an error message customer unable to obtain a numeric result. Customer tested his father in law and called to inquire what an e-5 message means. Customer stated the patient was"out of it". I questioned if the patient was not behaving in is expected manner and customer confirmed. The patients expected fasting range is 90-100mg/dl. Customer was instructed to get medical immediately.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference. Correction: complaint description updated to include high results as stated by patient in the report. Initial MDR description inadvertently did not capture that information. Correction of lot #: test strip lot # ps2272 added.

Event description:
Customer complaint was received stating that e-5 error message and a high result was displayed on the device. Based on the customer having to seek medical attention, due an error message customer unable to obtain a numeric result. Customer tested his father in law and called to inquire what an e-5 message means. Customer stated the patient was"out of it." I questioned if the patient was not behaving in is expected manner and customer confirmed. The patients expected fasting range is 90-100mg/dl. Customer was instructed to get medical immediately.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Based on the customer having to seek medical attention, due an error message customer unable to obtain a numeric result. Customer tested his father in law and called to inquire what an e-5 message means. Customer stated the patient was"out of it". I questioned if the patient was not behaving in is expected manner and customer confirmed. The patients expected fasting range is 90-100mg/dl. Customer was instructed to get medical immediately.